Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2023-00463 is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2023-00258.

Event description:
It was reported the plastic part with sliding post has loosened from the pad. The catheter was in use and secured with the statlock. The plastic part on the pad has loosened posing a risk for the catheter to slide out. It was stated the device was not used with chemotherapy. Customer reports there was no negative consequences to the patient.

Event description:
It was reported the plastic part with sliding post has loosened from the pad. The catheter was in use and secured with the statlock. The plastic part on the pad has loosened posing a risk for the catheter to slide out. It was stated the device was not used with chemotherapy. Customer reports there was no negative consequences to the patient.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of jufz1867 showed no other similar product complaint(s) from this lot number.